Manufacturer narrative:
An event of heart block, perivalvular leak, and aortic valve insufficiency/ regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block, perivalvular leak, and aortic valve insufficiency/ regurgitation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4mm and left coronary cusp (lcc) was 4mm. The patient went into a junctional rhythm post-bav and a left bundle branch block was noted post-procedure. No treatment was required. Both were resolved without sequelae on the same day. The following day, tte noted a moderate eccentric paravalvular leak. No treatment was required. The patient was then discharged.